Event description:
Pt presented w/limb salvage event related to b/I ilieofemoral dvt w/involvement of ivc. 1-2 weeks prior to treatment a contrast enchanced CT was perfomred and 2 days prior to treatment an ivc filter was placed with the use of contrast. On the day of the dvt treatment pt had a baseline creatine of 2-3. Nephrologist was consulted and angiojet was used to treat this pt. Approx 100cc's was used per limb in a power pulse spray technique. An additional run time of an estimated 600 cc's was used in normal thrombectomy mode. This was performed with the dvx catheter in 8/2005. The pt was placed on overnite lytics and the next day the xpeedior was used briefly. The pt's creatined trended up and is now being acutely dialysed.